Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (50 mg/dl). The cause for the reported low bg levels was unknown. Reportedly, low bg levels would be addressed with orange juice. System check with tandem technical support was performed and the pump functioned as intended. Recommendation was made to discuss diabetes management with customer's health care professional.